Event description:
The customer reported that the hub leaks upon drawing up botox into the syringe. One case was ordered and a significant number of them were leaking. No serious injury was reported as a result of this product malfunction.